Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered biventricular pacing during a slow ventricular tachycardia (vt) episode that was below the programmed detection threshold. The arrhythmia subsequently resolved. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.